Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they lost weight and their implantable cardioverter defibrillator (ICD) was "moving" in their chest. The patient also stated it was painful to sleep and requested a site evaluation. It was noted that the device would be re-positioned during a generator change. Currently, the device is still in use. The patient is a participant in the post approval network clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was replaced and the pocket was revised. The patient is a participant in the (B)(6) clinical study.